Event description:
Baxter received a report stating that compella cntrolr, rnt clrt 120v us air supply power cord was damaged. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. Per the bater service manual it is necessary for the compella bariatric bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Pay particular attention to safety features, which include but are not limited to: the power cords for the bed and asu are with the unit, and they are in good condition: the plug is a one-piece molded plug assembly, the assembly shows no signs of cracking, the plug molding around the blade is not discolored, and the blade is tight in the molding. The power cord hooks shows no sign of cracking and are intact with no damage. Replace or repair parts as necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Manufacturer narrative:
This report is intended to correct g3 date received by MFR information. The original g3 date received by MFR was submitted as 11/01/2024, but the correct g3 date received by MFR was 01/20/2025. Upon follow-up with baxter field service technician, it was unable to confirm if copper wires were showing on the power cord. Reports of damaged power cord when there is no exposed copper metal wires would not lead to user contact with electrical voltage and would not be likely to lead to death or serious injury. There was no serious incident reported and should this incident recur, it is unlikely to cause or contribute to a serious incident for the reasons stated above. Therefore, baxter does not consider this complaint reportable.

Manufacturer narrative:
Baxter is in the process of inspecting the compella controler. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that compella cntrolr, rnt clrt 120v us air supply power cord was damaged. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.